Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing heart problems, diabetic ketoacidosis and an elevated blood glucose (bg) level of 650 (mg/dl). Prior to hospitalization, the customer changed their supplies to address bg level. While hospitalized, the customer was treated with intravenous insulin and fluids. System check with tandem technical support indicated the pump was performing as expected. Customer was still hospitalized at the time the event was reported. Multiple attempts were made to follow up with the customer; however, no additional information was provided.